Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous proximal right coronary artery (rca). The 4.5x28mm ultra 9-cell stent delivery system (sds) met resistance during advancement onto and removal from an unspecified guide wire; thus both devices were removed as a single unit. After placement of another guide wire, the 4.0x23mm vision sds failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. Upon withdrawal, the sds shaft was noted to be kinked. A 4.0x28mm vision sds used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no other difficult to position or difficult to remove incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.